Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy and utilization of the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between use of the cycler set and the peritonitis event. Additionally, there was no allegation of a cycler set defect reported for the event. The cause of the peritonitis was attributed to lack of aseptic technique by the patient. This is supported by the culture result of leclercia adecarboxylata, an ¿organism which comes from multiple sources in nature, including water, and it can also be a part of normal flora in animals and humans¿. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they had been in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 30mg/kg divided by dose and cefepime 1g for 1 dose. The patient was subsequently admitted to the hospital on (B)(6) 2025. The culture resulted positive for leclercia adecarboxylata. The white blood cell (wbc) count on (B)(6) 2025 was 21,645 with 97% polymorphonuclear (pmn) cells. On (B)(6) 2025 the wbc count was 233,156 with 92% pmn cells. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was attributed to a lack of aseptic technique. The patient was confirmed to be continuing continuous cyclic pd (ccpd) therapy during recovery.

Manufacturer narrative:
Correction: d4 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they had been in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 30mg/kg divided by dose and cefepime 1g for 1 dose. The patient was subsequently admitted to the hospital on (B)(6) 2025. The culture resulted positive for leclercia adecarboxylata. The white blood cell (wbc) count on (B)(6) 2025 was 21,645 with 97% polymorphonuclear (pmn) cells. On (B)(6) /2025 the wbc count was 233,156 with 92% pmn cells. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was attributed to a lack of aseptic technique. The patient was confirmed to be continuing continuous cyclic pd (ccpd) therapy during recovery.